Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between november 25, 2024 ¿ november 26, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location. The device contained 4200mg fluorouracil in 115ml 0.9% sodium chloride. The issue was discovered upon opening the yellow outer packaging of the pump. The gloves became wet upon contact with the outer plastic of the pump. Additionally, liquid and a white powder were visible on the inside of the yellow outer packaging. There was no patient involvement. No additional information is available.